Event description:
Patient brought in by ambulance in full cardiopulmonary arrest with CPR in progress. Quick-look paddles applied and patient defibrillated at 200 joules. After initial defibrillation, they could not obtain the patient's rhythm with the paddles. Time had to be taken to attach leads before they could give their second defibrillation. We follow acls protocols which calls for 3 rapid defibrillations in succession.